Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer's blood glucose level was 40 mg/dl. Customer's current blood glucose level was 232 mg/dl. Customer stated they fainted and when came too their blood glucose was 120 mg/dl. Customer was treated with carbs. Customer reported symptoms of low blood glucose such as fainting. It was unknown if auto mode feature was active or not at the time of incident. Customer reported sensor updating alert. Trouble shooting was declined. The insulin pump will not be returned for analysis.